Event description:
It was reported that there was high right ventricular (rv) lead rv and svc coil impedance and pacing impedance noted at follow up. At the intervention, the physician checked the lead and observed a connection issue with the device. No action was taken with the lead, but the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4): the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was also noted that analysis of the device memory indicated a lead impedance out of range alert, analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: continued: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.